Event description:
Caller reported that in (B)(6) 2014 he noticed that the pump was switched off without giving any alarm or error. In (B)(6) 2014 pump switched off without giving e2. Furthermore, the pump has had a high power consumption. Customer has to change the batteries every 2 days. No adverse event reported. A request was made for the return of the device.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.